Manufacturer narrative:
The referenced history of gastrointestinal bleeds were reported under medwatch MFR report# 2916596-2017-00797, 2916596-2017-01055, 2916596-2017-01409, 2916596-2017-01489. The referenced percutaneous lead (driveline) infection was reported under medwatch MFR report# 2916596-2017-01786. The referenced aortic regurgitation was reported under medwatch MFR report# 2916596-2018-01349. (B)(4). Approximate age of device - 1 year, 1 month. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, a heparin infusion was initiated; however, the patient developed recurrent transient ischemic attacks (tia). Pradaxa and aspirin were initiated. The patient also had a chronic driveline infection and was on suppressive therapy with cefadroxil and was being followed by the infectious disease department as an outpatient. The patient also has a history of multiple gastrointestinal bleeds. Over the last few weeks the patient had worsening shortness of breath. The patient also has severe chronic obstructive pulmonary disease (copd). The lvad clinician added that this is a very complicated patient with bleeding and clotting issues and aortic regurgitation. It was reported that the patient underwent a pump exchange on (B)(6) 2018 due to thrombus. No additional information was provided.

Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 11.5 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit was returned. The sealed outflow graft conduit was not returned. The outlet elbow was returned attached to its respective pump port. The bend relief collar was returned. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a tissue-like thrombus that was adhered to the bearings and broke apart during disassembly. The tissue appeared denatured and showed laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. A white deposition was identified loosely seated on the proximal side of the outlet stator. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. Although a specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined, it could have contributed to the report of elevated lactate dehydrogenase (ldh). Additionally, if the deposition in outlet stator were present during device operation, it could also have contributed to the report of elevated ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus, hemolysis infections and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.